Event description:
The affiliate reported the customer alleged approximately fifty (50) milliliters of clear fluid leaked onto the counter top during system initial startup involving coulter hmx hematology analyzer with autoloader. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves and a laboratory coat. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer indicated controls were within specification. Beckman coulter cts advised the customer to discontinue use of the unit.

Manufacturer narrative:
Service was not dispatched as the customer replaced a cracked tube at pinch valve pv43 and resolved the issue with the field service engineer (fse) through the telephone. The unit was returned to normal operation. (B)(4).